Manufacturer narrative:
The device was sent to an independent laboratory for culture testing. The device tested negative for microbial contamination. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon and auxiliary channel. The customer uses dr. Weigert neodisher multizym detergent during the pre-cleaning process. During the manual cleaning process, the customer uses neodisher multizym detergent and brushes the instrument channel, suction cylinder, instrument channel port and distal end/area around elevator. The customer uses reinigungsbürste, doppelseitig it ventilbürste 5mm brushes. The scope is not manually disinfected. For automated endoscope reprocessor (aer) treatment, an etd double machine is used with endo det detergent and endo dis (disinfectant). The scope is stored in an edc plus cabinet. Olympus is the maintenance company used by the customer. The scope was not sterilized. The device was returned to olympus for evaluation. During the evaluation it was observed that the scope cover plate was detached. It was also observed that the insulation resistance value at the distal end did not meet the standard value due to peeling of the adhesive on the bending section cover. It was observed that the light guide lens had a crack. It was also observed that the light guide bundle was slipping down. It was observed that the adhesive on the bending section cover had wear. It was observed that the play of the up and down knob was out of the standard value due to wear of the angle wire. Additionally, the play of the right and left knob was out of the standard value due to wear of the angle wire. The investigation is ongoing. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for microbial contamination. The scope was sampled once. During the sampling, the scope tested positive for 2 colony forming units (cfus) of pseudomonas species and micrococcus species. The issue was found at reprocessing during a routine culture of the scope. The user did not report any patient/user harm or injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.